Event description:
It was reported that a perforation occurred in the mid left anterior descending (lad) coronary artery during pre-dilation of the heavily calcified, mildly tortuous lad with an nc balloon. The 3.50x19 graftmaster covered stent delivery system failed to cross due to the anatomy. Next, the 3.50x16 graftmaster covered stent delivery system also failed to cross due to the anatomy. A new 3.50x19 graftmaster covered stent with the help of a guideliner was used to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.